Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG could not be measured intermittently. There was no patient involvement. The asp evaluated the device remotely and determined it was a malfunction of the electrode plate. The customer replaced the electrode plate resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.